Event description:
The customer reported a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and battery charger. No report on system repair status. (B) (4)